Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient experienced a modular neck fracture during normal walking. There was no direct force of fall etc. The stem and neck were revised.